Event description:
It was reported that the patient's atrial lead warning was triggered due to unipolar impedance measuring greater than bipolar impedance. It was noted that there were also recorded low impedance paces. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.